Event description:
It was reported the patient experienced heart pain, went to the hospital and had an emergency surgery for lead perforation. The patient has concerns about the performance of the lead. It was noted to the patient the lead was clunky and does not anchor right. The chest pain and twinges continued 48 hours after the lead was repositioned. The x-ray looked normal and eventually the chest pain went away. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.